Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2321502 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, autoclaving, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2321502 (B)(4) were available for inspection. No contamination was observed in (B)(4) retention samples. For further investigation ten retention tubes were incubated. Five tubes went into 33-37-degree celsius incubation and five tubes went into 20-25-degree celsius incubation. At the end of a seven-day incubation period no microbial growth was observed and under ultraviolet light there was no increased fluorescence in 10/10 incubated retention samples. No photos were received to assist with the investigation. No returns were received for investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination. No additional actions are indicated at this time. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, a tube was contaminated. There was no report of patient impact.